Event description:
It was reported that during a sigmoid resection, the device did not fire. The procedure was completed with a like device. There was no patient consequence. No additional information is available.